Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific left ventricular (lv) lead exhibited an intermittent rise in pacing impedances that measured 1000 ohms then increased to 1600 ohms then back down to 1000 ohms. No other information was known. This crt-d and non-boston scientific lv lead remains in service. No adverse patient effects were reported.